Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that high-energy endo therapy accessories were used without ensuring sufficient distance from the distal end. The event can be detected and prevented by following the instructions for use which are stated in: 4.3 using endotherapy accessories, and in chapter 5 troubleshooting. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. There was no patient involvement.